Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On and unknown date, the patient was hospitalized for the peritonitis. Treatment for the event was not reported. The cause of the peritonitis was unknown. The patient was discharged from the hospital in the same month as the onset. The patient recovered from the peritonitis. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h14d12027 and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date in (B)(6) 2014, the patient experienced peritonitis. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.